Event description:
It was reported that during a laparoscopic splenectomy, after stapling across the splenic artery there was a little oozing and a section that was not cut, he tried to use the ligasure and it started bleeding very bad. He made several attempts to control the bleeding, re-applied the ligasure, and then tried the er320, when a second application of the clips was needed, the physician squeezed the handle and all the clips fell out. The patient's blood pressure was dropping very quickly and they decided to open to gain control of the bleeding quickly. Two sutures were placed after opening to control bleeding and the procedure was finished successfully. One device will be returned.